Manufacturer narrative:
A ge service rep performed an on site investigation. The customer chose not to repair the system due to cost. The system was found to be working and put back into service.

Event description:
The customer reported that the system would shut down without command. No pt injury was reported.